Event description:
Customer called to report return pressure dome leak. Customer stated he started the procedure and before the blood could get to the centrifuge bowl, a return pressure alarm occurred. Customer checked the return pressure dome and noticed saline around the pressure dome. Customer stated the blood had not reached the centrifuge bowl yet, it was still in the collect line. There was no blood in the return line. Css recommended customer disconnects the pt access line and aborts the treatment procedure without any blood/product return to the pt. Customer agreed to do so. Css asked if there were any alarms during prime, customer stated no there were no alarms. Customer did not return product for investigation.

Manufacturer narrative:
Batch record review of lot c314 was conducted. There were no non conformances related to this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected; however, as part of therakos' six sigma program for continuous improvements and to reduce the occurrence for these type of events as low as possible, CAPA's (B)(4) are already opened to investigate pressure dome membrane leaks. The assessment is based on information available at the time of the investigation. No product was returned for investigation at the time of this report; therefore, it could not be determined if the product met specification based solely on the info provided by the customer. (B)(4) .